Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. According to the patient, on approximately (B)(6) 2025, it was reported that the patient was hospitalized due to an unspecified cgm malfunction. The patient did not report any specific cgm malfunction but stated that the sensor was ¿defective¿. No information regarding symptoms, treatment, or duration of stay at the hospital were reported. There was no documentation of further medical evaluation or intervention. No other details were documented and attempts to contact the patient for additional information were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. No additional patient or event information is available.